Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software problem. The flow criterion has been added for a better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore. As a resolution, the unit software was updated to the latest version, ran performance check and passed all test.

Event description:
The customer reported bellavista1000 us occlusion alarm and noise coming from back of unit while on a patient. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
The suspect device was not returned for investigation at this time. Vyaire medical checked the unit and could not duplicate issue. Updated software to (B)(4), calibrated o2 sensor and unit passed circuit test. Ran performance check and the unit passed all test according to its specs. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.